Event description:
It was reported that the subject device displayed a foggy picture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; e1; g1; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad ccd; charge coupled device (ccd) housing was discolored; moisture inside the ccd cover glass; unit failed water leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a bad ccd and moisture inside the ccd cover glass. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.